Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m229110 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000 / lot m229110 and test base part number 192-430 / lot m229110. The lot met the required release specifications. A review of the complaints reported false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m229110 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue s; however, it could have possibly been related to the specific patient sample. H3 other text : device discarded, single use.

Event description:
The customer reported an unconfirmed false negative result with ID now covid-19 2.0 test-kit on (B)(6) 2023.per the customer, the patient received a positive result on an antigen test (unknown) brand, and a negative result with ID now covid-19 2.0 test-kit. Also, the patient did another test with another ID now 2.0 test-kit and antigen test (unknown) brand on (B)(6) 2023; the results were positive. A confirmatory test was not performed. No additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported an unconfirmed false negative result with ID now covid-19 2.0 test-kit on (B)(6) 2023.per the customer, the patient received a positive result on an antigen test (unknown) brand, and a negative result with ID now covid-19 2.0 test-kit. Also, the patient did another test with another ID now 2.0 test-kit and antigen test (unknown) brand on (B)(6) 2023; the results were positive. A confirmatory test was not performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The lot number (m229110) was used, but the customer was not sure which lot number used with each test. Manufacture date: 12/01/2022. Expiration date: 12/29/2023. This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The investigation is still in progress. A supplemental report will be provided after completion. H3 other text : device discarded, single use